Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the etl process were delayed with report data was not current. The technical support specialist dialed into application and report servers to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the etl process were delayed with report data was not current. The customer stated that the user managed to get medication from another pharmacy. There were no adverse events or injuries reported based on this incident.